Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were in the 300's mg/dl range. Correction boluses via the pump were delivered and manual injections were administered to address the bg level. The customer stated that insulin was observed exiting the infusion tubing during the load fill tubing prior to contacting tandem technical support (cts). The customer declined to remove their infusion set site to inspect the cannula for any damage. Reportedly, the customer had recently changed the area in which the infusion sets are placed to their leg which was warmer. Cts advised the customer to prevent any abrupt temperature changes to the pump. Tandem technical support attempted to follow up with the customer multiple times in order to further troubleshoot the issue; however, no response was received.